Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested but not yet received.

Manufacturer narrative:
The investigation is in progress. Once the investigation is complete a supplemental report will be filed.